Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot or batch number of the device available? What were the indications for surgery? What specific surgical procedure was performed? Were there any issues experienced with the device in the procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a leak test performed? If so, what was the result? Can a detailed timeline of events, operative notes, or an autopsy report be provided? How many days postoperative did the leak occur? Was the patient discharged from the hospital? How was leak identified? Was there a reoperation performed? If so, what was found during the reoperation? How many days postoperative did the patient death occur? Were there any issues noted with staple formation at any point throughout the care of the patient? Has a cause of death been determined? Does the surgeon believe the ethicon device caused or contributed to the patient death? If so, why? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Event description:
It was reported that following a rectum procedure, the patient had an anastomotic leak. The patient died.